Event description:
It was reported that, "surgeon tried to remove cone conical stem with the (B)(4) driver adapter and slap hammer assembly. During the removal process the threads on the adapter broke off and lodged in the proximal part of the stem. Surgeon then used an osteotome to remove bone around the stem and subsequently remove the stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.